Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the cause of the esophageal laceration likely occurred due to the following: when passing through the esophageal stricture, the tip of the endoscope was pressed strongly against or rubbed against the mucous membrane, which caused an excessive load on the mucous membrane. Furthermore, per CAPA no. Omsc-hq-153-19, withdrawal operations during or immediately after use of the suction function may cause mucosal damage. Although it is unclear how invasive the reported esophageal laceration was, the following likely occurred: 1. The scope was removed while using the suction function. 2. The scope was removed immediately after suction. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warning: precautions never insert or withdraw the insertion section abruptly or with excessive force. Patient injury, bleeding, and/or perforation may result. If it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation.¿ ¿warning: chapter 4.4 removing the endoscope take caution applying suction when the distal end is in contact with the mucosal surface. The suction can cause the distal end to aspirate the mucosal membrane. Moving or withdrawing the endoscope under this condition may cause patient injury and/or bleeding. This can be more common while degassing in the stomach, suctioning debris, and operating in a narrow lumen (e.g., esophagus, duodenum). To prevent patient injury and bleeding, make sure to: 1. Only apply suction when the endoscope is stationary. 2. After releasing the suction valve, check the endoscopic image to confirm that the mucosal membrane is not aspirated before moving the endoscope. Releasing the suction valve might not immediately release the mucosal membrane if it becomes aspirated.¿ this supplemental report includes a correction to g2 and h8 from the initial medwatch. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report has been submitted by the importer under this MDR report number 2429304-2024-00092.

Event description:
It was reported the doctor had a difficult ercp (endoscopic retrograde cholangiopancreatography) that was attempted. After trying several times to get the ercp scope to pass the esophagus (was meeting resistance), the end user removed the scope and inserted a regular endoscope to find a deep laceration in the proximal esophagus. The procedure was aborted and completed 3 days later with another device. It was reported the patient has multiple comorbidities and deconditioned status and is still in the hospital for multiple other reasons. Related medwatch report with patient identifier: (B)(6), maj-2315. (B)(6), tjf-q190v.